Manufacturer narrative:
B3, d9, g4, d4: UDI unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the tamper seal to be missing, a review of the event history log found a record of 'error code 45639'. Functional testing duplicated the reported problem. It was determined that the mainboard was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited 'error 45639'. There was unknown patient involvement.